Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: patient demographic information was provided. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The flex op was analyzed. The system logs confirmed errors 23103, 23105, and 283 occurred. Visual inspection was performed, and no problem was found related to the reported issue. The flex was installed on an in-house system, and the reported issue was able to be replicated during system testing. The complaint was confirmed based on failure analysis. The probable root cause is attributed to an encoder issue on the flex.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the flex op to resolve the issue. The system was tested and verified as ready for use. The flex op involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure that multiple 23103 errors occurred against universal surgical manipulator (usm) 2. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer perform a hard power cycle of the patient side cart (psc), but the errors returned. Usm 2 was disabled by the customer, and the procedure was continued. There were no reports of patient injury.